Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "[patient] had a knee done at another hospital approximately 10 years ago. She presented with a sloppy loose range of motion. [Surgeon] revised to a more stable construct. There was subsidence of the posterior medial aspect, which probably caused the knee to "bang around", according to [surgeon]. Tibia was not very well fixed, but femur and patella were. Left knee."